Manufacturer narrative:
The lens was returned positioned incorrectly in the replacement lens case, placed inside a cylindrical plastic specimen jar. Viscoelastic was dried on the lens. One haptic was bent in the gusset area and broken in the distal area (broken haptic portion was not returned). The lens was cleaned with klrp to remove the viscoelastic for further evaluation. The anterior and the posterior surfaces of the optic were cracked. This was most likely interpreted as the reported complaint. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used with the lens. The optic was cracked on the anterior and posterior surfaces. This was most likely interpreted as the reported complaint of "defect on the optic". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Qualified associated products were indicated. Information was provided that the company lens was removed and replaced with another company diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant procedure a defect on the optic was noticed and there was a patient contact. The lens was explanted and the surgery was completed with back up lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).